Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2017.

Event description:
It was reported that within a few weeks post-implant, there was increased threshold. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.